Manufacturer narrative:
Device analysis: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that the shaft was separated 25.4cm from the tip and both ends of the separation appeared to be stretched. Microscopic and visual inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the shaft was separated.

Event description:
It was reported that the device fractured internally. A coyote es mr 3mm x 20mm x 144cm was selected for use in an intra-arterial mechanical thrombectomy (iat) procedure. The target lesion was located in the internal carotid artery and was reported to be 90% stenosed with moderate calcification and tortuosity. The coyote was advanced over a non-boston scientific 0.014 guidewire and inflated to nominal pressure. A non-boston scientific catheter was advanced over the coyote while deflating the balloon. When the catheter was over the balloon, the pressure in the deflator decreased. The physician attempted to pull back the coyote, but the balloon stayed in the patient and only the delivery system shaft came out. The ballon was still over the guidewire, so both devices were removed together. Access to the vessel was lost, and the procedure was completed via an alternate method. The procedure was completed, and there were no reported consequences to the patient.

Event description:
It was reported that the device fractured internally. A coyote es mr 3mm x 20mm x 144cm was selected for use in an intra-arterial mechanical thrombectomy (iat) procedure. The target lesion was located in the internal carotid artery and was reported to be 90% stenosed with moderate calcification and tortuosity. The coyote was advanced over a non-boston scientific 0.014 guidewire and inflated to nominal pressure. A non-boston scientific catheter was advanced over the coyote while deflating the balloon. When the catheter was over the balloon, the pressure in the deflator decreased. The physician attempted to pull back the coyote, but the balloon stayed in the patient and only the delivery system shaft came out. The ballon was still over the guidewire, so both devices were removed together. Access to the vessel was lost, and the procedure was completed via an alternate method. The procedure was completed, and there were no reported consequences to the patient.